Event description:
Patient had t2 recon nail implanted at rnsh in (B)(6) 2012 for a proximal femur fracture. The fracture is non union. The nail failed at the inferior hole for the lag screws in (B)(6) 2012. Revision surgery to remove nail and re-implant a t2 recon nail of greater diameter was done on (B)(6) 2012.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. Associated devices: t2 locking screw full thread. 1896-5055s; t2 recon lag screw 0.65mm x 110mm, 1897-6110s, t2 recon lag screw 0.65mm x 105mm, 1897-6105s; t2 recon nail right 013mm x 400mm, 1847-1340s; t2 k-wire recon, 1806-3030s; t2 locking shaft screw 05mm x 60mm, 1891-5060s.